Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and a fracture of the distal conductor occurred in vivo and all filars were fractured. It was noted the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported a device interrogation was requested by the physician as the holter electrogram detected oversensing. A device check was completed and the oversensing was confirmed. It was further reported there were changes in lead impedance and ventricular high rates. A lead fracture was suspected. The lead was programmed off until it was replaced the following day. The patient did not have syncope however "felt anomalies several times." No further patient complications have been reported as a result of this event.